Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) year-old, male patient who was receiving bupivacaine and dilaudid (dose and concentration unknown) via an implantable pump for non-malignant pain. On (B)(6) 2015, the patient's pump was refilled and the patient experienced an overdose. After the refill, he felt elated, was laughing, had a loss of vision, urinated his pants and had a car accident. The patient had 13 fractures and was in the hospital for 13 days. He was also "having physical problem." The patient's physician was looking into the cause, but had not provided any information to the patient yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.